Event description:
It was reported that the patient experienced a urinary tract infection (uti). It was noted that the leukocytes were positive on urinalysis analysis (ua). The etiology of the event was reported as ¿new illness, injury¿. The patient was treated with ancef (IV, 2g) and levaquin (500 mg po). The outcome of the event was reported, as of (B)(6), 2009, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information indicated that the previously reported information was not a complaint. Etiology was new illness injury which meant that it was not device, therapy or implant related per the physician. No further information will be submitted regarding this event.